Event description:
The facility representative reported a flo-gard infusion pump that presented an f-38 alarm. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient injury or medical intervention reported with this event; however, there was no information on whether or not a patient was involved. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during service evaluation. The assignable cause has been identified as the force sensor resistors (fsr) being out of specifications. The device was returned to the customer. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.